Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of water leak from the outer connector socket was not reproduced. The device evaluation found front panel mouth damaged, deep scratches on top cover with metal exposed, worn-out socket slider switch causes intermittent use of high intensity mode, corrosion inside scope socket tubing. In addition, the non-olympus lamp life meter read over 500+ hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source was leaking, dripping from towards the front, and damaged in the front where the scope attached. The issue was found during an unknown procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.